Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have a broken pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the small grasping retractor instrument had broken wires. The procedure was completed with no reported injury at the time of this report.